Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter. The customer reported that the uvc was placed on (B)(6) 2010, and sutured snugly in place. On (B)(6) 2010, the neonatal nurse practitioner tried to pull back on the uvc to adjust placement, she noticed a small drop of IV fluid on the catheter at the 11cm mark. The rn was able to feel a minutely small ridge at the base of the #11 mark and noticed a very small air bubble in the line there. The IV pump was suspended and the physician was notified. The physician ordered the uvc to be removed, and a PICC line inserted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Customer reported the event to the FDA, the report number is (B)(4).